Manufacturer narrative:
Concomitant medical products: 457445 lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and that there was intermittent undersensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.